Manufacturer narrative:
The device was returned to olympus for evaluation, and the complaint was not confirmed and the device was working as intended. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head, screw snapped off while attaching scope near locking mechanism, eyepiece. The issue occurred during the procedure. The procedure was delayed less than 10 mins, and it was completed using a similar device. The procedure was diagnostic. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.